Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net, device was found to be in back up mode. The device was rest back to normal settings. The patient was stable before, during and after the device reset.